Event description:
As reported, the 6x18 palmaz blue would not cross/pass the lesion. Another device (unknown) was used to cross during the renal case. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. Added code stent/out of shape-strut uplift due to product eval findings.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 6x18 palmaz blue would not cross/pass the lesion. Another device (unknown) was used to cross during the renal case. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. One non-sterile unit of a blue/aviator/plus 6x18/142p pk stent delivery system (sds) was received for analysis inside a plastic bag. Per visual analysis, the palmaz stent was returned mounted on the balloon of the aviator sds. Per microscopic analysis the balloon was observed as have been partially inflated and the struts of the stent on both sides were observed uplifted. No other anomalies were found. A product history record (phr) review of lot 82230429 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) failure to cross¿ was not confirmed through analysis of the returned device, due to the nature of the complaint. Procedural images were not provided for review. However, the damages found on the returned device are consistent with attempts to cross a resistant lesion, as evidenced by stent strut uplifts noted during analysis. The exact cause of the event could not be determined during analysis. The reported ¿stent out of shape - strut uplift¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the event as evidenced by the stent strut uplifts noted during analysis. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6x18 palmaz blue would not cross/pass the lesion. Another device (unknown) was used to cross during the renal case. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. Added code stent/out of shape-strut uplift due to product eval findings.